Manufacturer narrative:
Novasure disposable recorded on cpt-00911350 arrived at hologic costa rica on oct; 01 and was tested by the pms group. Failure mode related to cia failure. Visual inspection was performed and there were no signs of physical damage. Functional testing was performed and cia test passed as intended. Hence the complaint can not be confirmed. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Both devices invoved in this event were reported to the FDA under : 1222780-2021-00261.

Event description:
It was reported that on august 2nd during a novasure procedure, when the physician was performing the cavity initial assessment check, the test failed, another novasure device was used and still the cavity initial assessment failed , for which the physician performed a hysteroscopy and observed a uterine perforation. The procedure was aborted. No other information was reported.